Manufacturer narrative:
The patient weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient experienced a driveline infection. The patient was treated with unspecified antibiotics. The patient is scheduled to be admitted to the hospital on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also provides information regarding how to prevent and control infections. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. The manufacturer is closing the file on this event.